Event description:
Information received from the field notes that during the implant procedure, after the pocket was closed the patient went into ventricular fibrillation. After external defib- rillation was used, intermittent loss of ventricular capture was observed. The pocket was reopened, the pulse generator was replaced and the leads were repositioned.